Manufacturer narrative:
Following screws were used during the procedure, however it is unknown which remained implanted: 04.005.550s, lot number 7l32948. 04.005.570s, lot number 7l45802. 04.005.580s, lot number 6l65214. 04.005.526s, lot number 8l18734. This report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on an unknown date, the retrograde nail locking screws were placed outside the locking holes. This was rectified during check x-rays in theatre, the surgeons used free hand technique to do the distal femoral locking of the distal femur of the patient. There was thirty (30) minutes surgical delay. The procedure was completed successfully. The patient outcome is reported as stable. No further information provided. This report is for (1) unknown locking screw. This is report 1 of 3 for complaint (B)(4).